Event description:
An end-user reported an adverse event via email on (B)(6) 2014. The end-user stated that on (B)(6) 2013 he was riding in his wheelchair over a slight heave in the sidewalk when the wheelchair suddenly tipped over on its left side. As a result, the end-user fell to the ground and sustained bruised ribs and a broken bone in his left foot.

Manufacturer narrative:
A sunrise sales rep is working with the end-user's dealer to repair the wheelchair. A follow-up report to the FDA will be filed. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical. We will make every effort to complete an investigation. Through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more information can be obtained from that investigation, a follow up report will be filed.